Manufacturer narrative:
(B)(4). G2 - foreign: sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that prior to surgery, the hospital staff noticed that the spring of the femoral slap hammer had broken. The instrument was not used in the procedure. Attempts have been made and no further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g1-2, g3, g6, h2, h3, h6, h11. The following sections were corrected: g1-2. Product was returned and assessed. It exhibits signs of use (scratches, scuffs, dings) and confirms the complaint in that the spring is broken/fractured. Not all pieces were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.